Manufacturer narrative:
Date of event: (B)(6) 2017. Conclusion: there is no documentation that shows a causal relationship between the adverse event of nausea, vomiting and bacteremia and the hospitalization and the liberty cycler. There is no allegation against the liberty cycler or cycler set. There is a temporal relationship between the patient¿s adrenal insufficiency and the nausea, vomiting and hypotension as documented by the marked improvement in symptoms post steroid treatment. The cause of the bacteremia is unknown, and however, common sources are the gastrointestinal tract, skin, and lower respiratory tract. Fusobacterium bacteremia is associated with a high mortality rate in patients with renal insufficiency. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file and three pages of received discharge summary was reviewed by a post market surveillance clinician. On (B)(6) 2017, this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated he had been hospitalized for approximately five weeks and had been home for about a week with no issues during ccpd therapy treatments. During an initial follow up phone call with the peritoneal dialysis (pd) clinic manager on (B)(6) 2017 she stated the patient was hospitalized sometime in august due to symptoms of nausea and vomiting and discharged sometime during the prior week. On a subsequent follow up on (B)(6) 2017, the pd registered nurse (rn) stated that this hospitalization was for nausea and vomiting that resulted in a diagnosis of peritonitis, however, the discharge summary documents that this patient presented to the emergency room (ER) on (B)(6) 2017 with symptoms of nausea, vomiting and abdominal pain which resulted in the diagnosis of fusobacterium bacteremia. The patient was seen by infectious disease and prescribed/treated with antibiotics. At the time of hospitalization, the patient was also seen by endocrinology, due to abnormal cortisol levels, and administered steroids as well as cardiology for persistent hypotension. The patient had ¿fairly rapid improvement¿ in symptomology after treatment with the steroids. Subsequent blood cultures were all negative and the patient was discharged to acute rehabilitation in stable condition on (B)(6) 2017. It was unknown if the patient was completing ccpd treatments during hospitalization or if any fresenius products were utilized. Per the pdrn, the patient has recovered and ¿look[ed] much better¿.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. An external visual inspection showed no signs of physical damage. Performed as-received treatment and as-received treatment passed. A voltage check was performed and it was found that the 5v was out of spec at 5.03v. Further investigation found that the j8 backplane cable was not fully seated into the backplane board. The cable was fully seated and the voltage check passed. The reported symptom le19 (m01-19 unexpected fpga reset) alarm was confirmed with testing. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Information in the complaint file and three pages of received discharge summary was reviewed by a post market surveillance clinician. On (B)(6) 2017, this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated he had been hospitalized for approximately five weeks and had been home for about a week with no issues during ccpd therapy treatments. During an initial follow up phone call with the peritoneal dialysis (pd) clinic manager on (B)(6) 2017 she stated the patient was hospitalized sometime in august due to symptoms of nausea and vomiting and discharged sometime during the prior week. On a subsequent follow up on (B)(6) 2017, the pd registered nurse (rn) stated that this hospitalization was for nausea and vomiting that resulted in a diagnosis of peritonitis, however, the discharge summary documents that this patient presented to the emergency room (ER) on (B)(6) 2017 with symptoms of nausea, vomiting and abdominal pain which resulted in the diagnosis of fusobacterium bacteremia. The patient was seen by infectious disease and prescribed/treated with antibiotics. At the time of hospitalization, the patient was also seen by endocrinology, due to abnormal cortisol levels, and administered steroids as well as cardiology for persistent hypotension. The patient had ¿fairly rapid improvement¿ in symptomology after treatment with the steroids. Subsequent blood cultures were all negative and the patient was discharged to acute rehabilitation in stable condition on (B)(6) 2017. It was unknown if the patient was completing ccpd treatments during hospitalization or if any fresenius products were utilized. Per the pdrn, the patient has recovered and ¿look[ed] much better¿.

Manufacturer narrative:
Date of event defaulted to (B)(6) 2017 as the actual event date was unknown. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated on (B)(6) 2017 that he had not used the dialysis cycler for about 5 weeks after that due to being in the hospital. The patient said he had been back from the hospital for about a week. Additional follow-up was made with the pd patient's clinic manager, who stated the patient had been hospitalized on an unknown date in (B)(6) 2017 due to symptoms of nausea and vomiting and was discharged from the hospital last week on an unknown date. It was unknown if the patient was dialyzing prior to the hospitalization event. Medical records were requested.